Event description:
Boston scientific received information that shortly after the implant of this device, high shock impedance measurements greater than 125 ohms were noted in the triad configuration. Rv coil to can configurations were noted to be within range. Defibrillation testing was performed at a follow up to test the integrity of the system, which was successfully completed at 31 joules. Additionally, the device memory was saved to a disk and sent to boston scientific to analyze the root cause of the issue. The disk analysis on this device showed that the shock impedance measurements in any configuration with the proximal coil involved was high, out of range. This probably reflects an open lead condition on this coil. Records show the patient has two implanted adaptors, however it is not specified which is connected to this proximal coil. There was no indication of device issue from the disk diagnostics. No other testing or remedial action was needed and the physician will continue to monitor the patient. No additional adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.